Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient reported that it wasn¿t really determined why they were feeling st imulation when the controller showed the ins was off. The patient had an MRI on (B)(6) 2020 and there were multiple bulging discs with l4/5 probably contacting traversing l5 nerve root.

Event description:
Additional information was received from the patient. The patient reported that cause of feeling stimulation when the ins was off was not determined. The patient used to feel the abrupt end of stimulation when turned off, now she couldn't tell when it was off. The patient reported that the issue wasn't resolved. The patient noted that a manufacturer¿s representative (rep) changed the stimulation to non-tingling to try and that used up battery life much more quickly.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that in june 2020, the patient started noticing that when the controller indicated the ins was off, they were still feeling stimulation. Also, the stimulation sensation would intensify when the patient would lay down when the ins was off. The patient inquired if this was normal. They confirmed the stimulation feeling was not as strong when the ins was off, but they were still feeling the stimulation. They confirmed they hadn't had any falls or trauma that could have contributed to this. They were redirected to see their doctor to have the device checked. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient on july 15, 2020. They reported they had an appointment scheduled for the week of (B)(6) 2020 and wanted to know if a rep would be present at the appointment. They were redirected to their doctor to get the rep scheduled to be at the appointment.